Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that interrogation of this boxed implantable cardioverter defibrillator (ICD) prior to implant, noted the device had reached explant status and exhibited long charge times. The device was noted to have been exposed to cold temperatures. The device was warmed up and interrogated several days later. The battery status was observed to have recovered to beginning of life (bol) and charge times were noted to be within normal limits. Boston scientific technical services (ts) discussed that even though the battery status and charge times appear to have recovered, the device may emit beeping tones due to the previous explant status indicator being reached. Ts recommended not using the device for implant and returning for analysis. The device was never used and there was no patient involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the device was returned in the original sterile packaging. An evaluation of the device was performed. Review of the device memory noted that the device recorded low temperature readings. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, low battery voltage readings can occur and result in the reported observations. This appears to be the case with this device. The battery did recover after the device was removed from the cold.

Event description:
.